Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary the station had power and network connection issue. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b, d, h describe event or problem, medical device brand name and labeled for single use. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to pull the medication from the station. The technical support specialist (tss) reported that, initially, the station experienced issues with both power and network connectivity at the site. The station took some time to recover and confirmed with the customer that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary tower, the station had power and network connection issue. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.